Manufacturer narrative:
No product is expected to be returned related to this case. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
The test strips have been requested for investigation.

Event description:
There was an allegation of a questionable high glucose result from the accu-chek inform ii meter with an unknown serial number compared to the laboratory. The meter result at an unknown time from a heel stick was 60 mg/dl. The result from an unspecified cobas laboratory instrument at an unknown time was 36 mg/dl.